Event description:
As reported by the user facility: needle broke into the pt's subcutaneous tissue. Pt with lumbar facet arthropathy was undergoing left and right sided l4,l5 and sacral medial branch blocks. The left side block was completed. Attention was then turned to the right l5 location. During infiltration with a 25 gauge x 1.5 inch needle the infiltration needle broke into the subcutaneous tissue of the pt. Attempts to remove the needle make two 1cm incision under the skin under live fluoroscopy were unsuccessful. The incisions were sutured. The pt was informed and instructed to return for surgical removal of the trained needle. The needle was removed with a laparoscopic needle driver successfully." No samples. (B)(4).